Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary tower door failed. A field service engineer replaced and upgraded the latches on doors 1, 2, and 3. After completing the replacements, all components were tested and confirmed to be functioning correctly. The main station was verified to be fully operational. Hardware test application (hta) diagnostics passed successfully. The user technician was able to access the unit multiple times without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.